Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload and one battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the staple cartridge noted that the reload had a full staple complement. The battery was inspected and no residue or substrate was found on the leads. No damage was noted to the battery. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The subject battery pack was loaded into a pmv representative device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The handle was paired with a pmv adapter and reload was able to cycle without hesitation or binding. The battery was seated on a pmv charger and displayed a blinking yellow light before turning to a solid green light. A review of the reload device history record indicates this device lot number was released meeting all quality specifications. A review of the device history record for the battery pack was not performed because the manufacturing batches leave the supplier having been released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the staple cartridge noted that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the device was inserted through the trocar and closed on tissue. When the surgeon attempted to open the jaws again, status indicator illuminated blue, handle symbol was flashing green and all functions became unavailable. The jaws of the device were stuck in the open position. The trocar was removed with idrive remaining inserted in it. No injury or adverse event was reported.